Event description:
On 08/03/1998 following a attempted interventional procedure, an angio-seal device was placed in a pt's right groin. Per hospital policy the venous sheath was left in place until the act was less than 200 (and was therefore removed approx two hrs post procedure). The pt remained on bedrest until six hrs post deployment. When the pt began to ambulate bleeding was noted from the puncture site. Manual pressure was held for 20 minutes with hemostasis achieved. The pt was not discharged home that day subsequent to the post-hemostasis bleeding observed. However, the pt was discharged home on 08/04/1998 without complication. As of 09/01/1998 there has been no further report to the MFR of complication or pt sequelae.